Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient has good symptom control. Upon interrogation of the device however all but one electrode were out of range testing up to 5 volts. The issue is for the lead not the stimulator. Impedance test redone increasing volts each time. Surgeon decided to leave as is given the patient has good control and will review in 12 months. No further patient complications are anticipated or expected as a result of this event. There was no surgical intervention that occurred. The issue was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 388941, lot# 0206457854, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 388941, serial/lot #: (B)(4), ubd: 26-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated the cause of the electrode been out of range testing up to 5 volts was not determined. No step were taken and no further action will be taken. The hcp was present at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 388941, lot#/serial# (B)(6), implanted: (B)(6) 2016,product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.